Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the electrocardiogram (ECG) "suspected" the implantable pulse generator (ipg) was failing. The ipg remains in use. No patient complications have been reported as a result of this event.